Event description:
When using ciba vision clear care contact lens cleaner, lot number 16097, along with the supplied neutralizing case, the product fails to neutralize the solution within the claimed 6 hour time frame, when I attempted to wear the lens this morning after approx 11 hours of time in the solution, it resulted in pain, redness, and inability to see clearly out of my right eye for several minutes after removing the lens. This is the second occurrence of this issue and the second time I used this lot and case. The solution does appear to neutralize after sometime between 11 and 36 hours of soaking in the supplied case. Upon contacting the MFR, the MFR claimed it was due to using water to rinse off the lens case, however, I have been following this practice for >10 years with no other issues, in addition avoidance of use of water is not indicated in the instructions for use rinsed eyes with water. Dates of use: (B)(6) 2012. Reason for use: remove protein from contact lens.